Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the "burned pod" and the associated reported alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp4a.260205.002. Hardware: pixel 9 pro xl. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that during activation, the pod "looked a little bit burned". Patient also reported that they received an alert during pairing. As treatment, the patient successfully placed and activated a new pod with no issues. No impact to blood glucose levels were reported.